Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -16.5/2.5/091 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was removed due to lens rotation not associated to a low vault. A replacement lens of longer length was later implanted and the problem resolved. Cause of event was unknown.